Manufacturer narrative:
Gtin-(B)(4). Stryker endoscopy is filing on behalf of legal manufacturer biocomposite because it was determined that the event reported was a serious injury. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Pkg. 7mm x 23mm stryker biosteon screw - 234010161 - 0815ph311163; procinch adjustable loop implant, reverse tensioning - 234102060 - 17151ae2; pkg assy, flexible guide pin qty 5 inside tube pkg - 234108020 - unknown; air meniscus system, curved - 4720 - e3225. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported the patient has an infection.

Manufacturer narrative:
This record will be filed on behalf of the legal manufacturer, biocomposites. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. Alleged failure: patient infection probable root cause: according to biocomposites it is not possible to confirm that the reported infection is attributed to the biosteon screw. (B)(4).

Event description:
It was reported the patient has an infection.